Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided or if the lead is explanted and returned for analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was electively capped and surgically abandoned after a history of low impedance measurements, noise, and intermittent loss of capture. There were no adverse patient effects beyond the surgical procedure. A boston scientific field representative reported that there was evidence of lead insulation degradation, and the associated device had stored about 1800 non-sustained ventricular tachycardia (vt) episodes. Isometric exercises were negative, and pace threshold measurements were normal. Exit block was also being considered as a contributing factor.